Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-mar-2019 with the following findings: during investigation, a leak test was performed and revealed a leak at the missing bolus button. No defects were found on the returned battery cap; the battery cap contact height and width measurements were found to be within specification. The battery cap was able to fit securely to power on the pump. The pump powered on with the returned cap and the pump was exercised for 12 hours with no power interruptions occurring. The pump was opened and moisture damage was observed to the pump internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging moisture in the battery compartment with an intermittent power issue. The reporter stated there was damage to the battery cap but denied any damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.